Event description:
It was reported to philips that the table and c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and identified that the geometry movements were unavailable. A review of the system logfiles found geo ipc error. Upon troubleshooting actions, the fse identified that the geo ipc I/o board was failed. To resolve the issue, the fse replugged the geo ipc I/o board and reloaded the application. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.